Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the physician could not get an acceptable capture threshold. The patient developed heart failure during the procedure, requiring the physician to abort the operation. The patient was treated with medication and is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.